Manufacturer narrative:
(B)(4).

Event description:
It is reported that the plastic handle fractured.

Manufacturer narrative:
(B)(4). Universal handle was returned. The instrument has a transverse crack running down the length of the handle through the designed pin-hole. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.